Event description:
The customer reported a malfunction (collar wash vacuum valve failure) and erroneous results were generated on the unicel dxc 800 pro chemistry analyzer. The erroneous results were reported out of the laboratory; however, no injury or patient treatment impact was reported in association with this report. Patient information was not provided. The customer provided results data for one patient, which had a total bilirubin of 3.2 (unit unknown) on the instrument that malfunctioned; a total bilirubin result of 12.4 was obtained on alternate dxc instrument. In addition, the customer reported to customer technical support (cts) that they were getting cc sample probe transducer failures. Upon review of proservice, cts also found the instrument was generating "reaction wheel temperature." While troubleshooting the issue with cts, the customer found a leak at the cc sample probe. Cts generated a service request. On (B)(6) 2011, a field service engineer (fse) was dispatched and noted the performed the followings: noted fluid as coming out of the bottom of the cc sample collar wash. The fse did not detect vacuum. Fse replaced the cc sample collar wash vacuum valve (part # (B)(4)); system was primed and no further leaking observed. Fse also performed troubleshooting to address "dirty" cuvettes that was observed by the fse when performing a "wash all cuvettes." Wash station probe # 1 was found to be partially blocked; probe was replaced and alignments performed. Qc was tested - per fse results were within specification. Repair verified per established procedures. Root cause appeared to be the collar wash vacuum valve since it was replaced by the fse and the instrument was no longer leaking and running within established specifications after the repair.